Event description:
A pharmacist reported that prior to intraocular lens (iol) implant surgery a localized capsular tear occurred. At the time of implantation of the first lens, one haptic remained vertical and implantation could not be completed. During manipulation to remove the lens, the tear in the posterior capsule increased in size and vitreous body came into the anterior chamber. An anterior vitrectomy was required and the second lens was implanted in the sulcus without an injector. The pharmacist reported that sutures were required and the surgery was prolonged. Following surgery the sutures were removed and the pt had astigmatism and decreased vision due to the astigmatism. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the first lens.

Manufacturer narrative:
Eval summary: product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. (B)(4).